Manufacturer narrative:
The motor handle has not yet been sent in by the user for examination.

Event description:
A medical distributor has informed richard wolf gmbh of an issue regarding a motor handpiece max. 6000rpm, part ID: 8564.021, sn # (B)(6). According to the received information, after the laser enucleation of the prostate was completed, the health professional tried to use the power stick for morcellation and suction. The motorized handpiece worked briefly for 5-10 seconds, then suction failed. The handpiece was checked and reloaded probe/blade. Also, connections of the sterile disposable tubing, filter, and canister were checked several times. However, the suction could not be generated, and therefore surgery was abandoned. The patient returned the following day with an acute condition. A second handpiece was used with the same motor control unit 2304 and the suction and morcellation was completed. Later information received confirmed that the patient has no negative medical events after the first procedure.